Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty locking the connector into the ilet, requiring multiple attempts before achieving a secure connection; the affected supplies were associated with specific cartridge and connector lot numbers, and replacement supplies were arranged. Symptoms included no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and supply replacement to mitigate potential device-connectivity issues. Investigation of this case revealed difficulty with device component connection consistent with a connector-to-pump attachment issue, with no functional impact on glycemic control once connected. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface challenges potentially attributable to the affected lots.